Manufacturer narrative:
Eval summary: the analysis results found that the mcs20 instrument was returned non-functional. The instrument was cycled and would not feed the clips; upon disassembly of the instrument, the feedbar was found to be disengaged, causing the feed issue. The anti-backup teeth was noted to be worn out. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported during a thyroidectomy procedure that the mcs20 did not work properly. Clips did not come out of the jaws even though clips remained. The handle for firing is assumed to be broken. The product was initially used. There was no adverse pt consequence.